Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following approximate results on the compact plus system within 10 minutes: 1) 1.0 mmol/l and 8.5 mmol/l 2) 1.0 mmol/l or 1.5 mmol/l and 6.0 mmol/l or 6.5 mmol/l the results were obtained at different occasions. Insulin was taken based on the higher result. No adverse event reported. Requested return of suspect device and replacement was sent.